Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported the patient had developed peritonitis and the peg-j was removed on (B)(6) 2020. It was reported patient is unlikely to have peg-j replaced so patient remains on oral medication.

Manufacturer narrative:
Reference record (B)(4).